Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise. No intervention of patient condition was reported.